Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for an occlusion pod hazard alarm. Treatment information was not provided.

Manufacturer narrative:
The pod was received fully deployed. During the investigation fluid was observed to be leaking from the unexposed portion of the soft cannula. Due to the internal leak, corrosion was observed on the on the pcb, batteries, and the mechanism rails. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.